Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. When powering up the device, it displayed a constant alarm error code. The root cause of the reported issue was found to be a defective microprocessor unit board. Actions were taken to mitigate the reported issue: replaced the microprocessor unit board.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, the pump exhibited "error code 45639 alarm with the batteries removed". No patient injury reported.